Manufacturer narrative:
The received device had the cannula assembly partially deployed. The formed needle was visible in the exposed portion of the soft cannula. Blood and damage were also observed on the exposed portion of the soft cannula. Score marks were observed on the underside of the top housing, indicating an inference between the top housing an linkage assembly. The mechanism spring was found to be overpressed into the linkage assembly, causing the linkage assembly misalignment. This resulted in a failure of the needle mechanism to retract after needle deployment. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 280 mg/dl while wearing the pod for less than an hour. The patient experienced pain and found needle had not retracted as intended.